Event description:
It was reported that the customer had a threshold suspend and sensor graph and blood glucose differences on the insulin pump. The custome's blood glucose level was 174 mg/dl. It was explained to the customer the differences between sensor glucose and blood glucose. The customer was advised to monitor insulin pump, upload to carelink if possible, the customer was also advised to contact help line for assistance with alarm and reviewing carelink report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.